Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 202, 402, 197, 263 and 175 mg/dl (402 and 263 are non-fasting). The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl; a non-fasting range was not provided. The customer is using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 157 mg/dl and 170 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 : 202 mg/dl date: (B)(6) 2017 time: 9:21am fasting ; result 2 : 402 mg/dl date: (B)(6) 2017 time: 10:04pm non- fasting; result 3 : 197 mg/dl date: (B)(6) 2017 time: 8:42am fasting ; result 4 : 263 mg/dl date: (B)(6) 2017 time: 8:05pm non- fasting; result 5 : 175 mg/dl date: (B)(6) 2017 time: 7:09am fasting ; customer is concerned with all of the results.